Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure performed two days prior (patient age, gender and weight are unknown). According to the complainant, when the device was placed, it was leaking nutrition around the locking adapter. No visual anomalies were noted at that time. Approximately two days after placement, the locking adapter became chipped. Another corflo cubby low profile gastrostomy device was used to replace the damaged device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the locking mechanism was cracked. The complaint was confirmed. The cause of the physical damage is undetermined.